Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013, after he had removed the sensor, he intentionally removed the sensor wire from the sensor pod in order to inspect the wire. The patient noted that the sensor wire appeared shorter and reported a rough spot on the wire. The patient reported no additional discomfort at the time of the call and required no medical intervention. Dexcom requested the return of the sensor for investigation. No product had been received at the time of the report.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.